Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that impedances were greater than 40000. No known activity or event that prompted this issue. For trouble shooting discussed palpation along system. Discussed x-ray/ fluoroscopy. Rep stated there is an x ray for reviewing with the doctor today. Trouble shooting resolved reported issue. Symptoms reported were loss of stimulation/ stooped feeling stimulation 0-7. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep).it was reported that the health care professional (hcp) took an x-ray and health care professional (hcp) wanted it to be reviewed to see if the lead was pulled. X-ray was sent to be reviewed by appropriate personal. Rep stated that the patient was getting good therapy and then the patient went to turn it on and did not feel it. Then a little letter she felt it a little but then she stopped feeling it completely. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
No device evaluation completed due to legal hold. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: no device evaluation completed to to legal hold. If information is provided in the future, a supplemental report will be issued.